Manufacturer narrative:
Investigation pending.

Event description:
Potential false negative urine hcg results x 3 reported with fisher - sure-vue hcg urine cassette. A (B)(6) old female was tested for hcg; her last menstrual period was about (B)(6) 2016. Reason for the test/symptoms were unknown. Three urine samples were tested from collections at 12:00 pm, 12:30 pm, 2:00 pm; all gave negative results. Patient had a pelvic x-ray that showed a fetus. A serum was drawn and beta quantitative was performed on roche cobas yielding a result ~17,000miu/ml. Customer states he believes last month ~6/2, the patient's beta quant yielded 87,000. Customer states he believes the level of hcg "is decreasing". A serum test was performed on a different fisher hcg product with a positive result.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention product. Retention products were tested with hcg 25 miu/ml cutoff urine control and 4 high level of hcg urine controls, all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
The medwatch follow-up #1 report included the incorrect patient code of 2159 in section h.6. The correct patient code is 3164.